Event description:
It was reported that when the device was used during a lobectomy procedure, when the physician fired it, only two rows of staples on one side of the cut line were visible. This caused the cut line to open up and the physician needed to restaple that area of the lung. There was no reported pt consequence.